Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the valves were broken in two when the staff tried to remove them from the patient¿s tube. While the patient was attached to suction, the valve prevents back flow of fluid through the air vent of the tube; the blue end of the valves sits on the blue air vent of the tube. When suction was not in use, the valve was used to ¿cap¿ the tube by inserting the white end of the valve into the drainage lumen tube. It¿s when the staff tried to pull the valve out of the drainage lumen to reconnect the patient to suction that the valve splits in two leaving the white portion plugged into the draining lumen. Additional information received on 10/01/2019 confirmed that the anti reflux valve failed to vent the stomach however there was no medical intervention required.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. One sample outside of the original package and missing a lot number was received for evaluation. After performing a visual inspection, the valve is visibly detached, and the complaint was confirmed. The most likely root cause indicates that this issue could occur during use if there are any deviations to the instructions of use (IFU). The IFU states: pull valve in the same direction of assembly. Do not pull at an angle to avoid breaking the valve. A review of the manufacturing process determined that product was manufactured in accordance with the official product specifications. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.